Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. It was also reported that the patient did not check that the patient line was properly primed before connecting. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during the initial drain phase of peritoneal dialysis therapy. The patient was connected to the device at the time of the event. There was nothing unusual found during troubleshooting that would cause or contribute to the event. It was also reported that the patient did not check to see if the patient line was properly primed before connecting. The technical service representative assisted the patient with ending therapy. The patient was advised to start therapy over using new supplies and proper procedures were reviewed. There was no patient injury or medical intervention associated with this event. No additional information is available.